Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states after it is turned on it does nothing at all, no alarm and no function occuring.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch was broken causing the unit to have no alarm/no function, which confirmed the original complaint issue.

Event description:
Provider states after it is turned on it does nothing at all, no alarm and no function occuring.